Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Event description:
Healthcare professional reported left side, "there is a litter residual liquid on the surface of implant, bia-alcl was suspected, under checking." The status of the device is unknown.

Event description:
Healthcare professional reported left side, "there is a litter residual liquid on the surface of implant, bia-alcl was suspected, under checking." The status of the device is unknown.